Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the air/water tube could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation that could contribute to the retention of foreign material and the facility reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope reprocessing survey info: a. Any malfunction of reprocessing accessories.-no. B. Delay of pre cleaning-no. C. Delay of manual cleaning (if delayed, pre soaking is required)-no. D. Air / water flush during pre cleaning-yes. E. Detergent flush during manual clean-yes. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of an angulation defect was confirmed. Due to wear of angle wire, the play of up/down knob was out of the standard value. The allegation of defective lens was confirmed. The objective lens had a crack. The light guide lens had a crack. The light guide lens had a crack. The allegation of adhesive on distal end was confirmed. The adhesive on the bending section cover had a crack. In addition to evaluation in b5, the grip had a scratch. The suction cylinder had discoloration. The switch box has a scratch. The scope cover had a scratch. The control unit had a scratch. The right/left knob had a scratch. Due to a cut on heat shrinking tube of lock engagement lever, expected insulation capacity could not be obtained. The plug unit had a scratch. Due to burn on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value. The air/water cylinder had foreign objects. The connecting tube had a scratch. The universal cord had a scratch. The universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus that the evis exera iii gastrointestinal videoscope had adhesive at the distal end, defective angulation, and defective lens. The event occurred during preparation for use. There was no report of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: air/water tube had foreign material due to insufficient reprocessing.